Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of over 400 mg/dl. Suspected cause was due to user error during the load sequence. Reportedly, customer had manual injections if necessary to treat elevated bg. Tandem technical support unable to receive further information due to customer declining a follow up.